Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product registration: additional. B5: describe event or problem: additional. D4: model no, catalog no, serial no, lot no, expiration date: additional. Primary UDI number: additional. H2: additional information. H4 device mfg date: additional. H6: event problem and evaluation codes: additional.

Event description:
Subsequent to the initial MDR, additional information was provided.